Event description:
Noise causing false automatic mode switch (ams) episodes was noted on the atrial lead. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. External abrasions breaching the outer insulation were found in three locations, proximal to suture sleeve tie impression and consistent with friction to the device can. Electrical testing did not reveal any indication of conductor fractures or internal shorts. No other anomaly was found on the lead. The exposure of outer coil in these locations likely caused the field reports.